Event description:
An issue was reported where the customer experienced an alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin.